Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported an infection was suspected at the patients' ipg site. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted. Reportedly, cultures were obtained however results are unavailable.